Event description:
It was reported that during a procedure system produced an interlock failure, requiring them to reboot system and they got interlock failure again after reboot. This is indicative of a system lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The pcbs and connections were evaluated and reseated. The system was tested and found to be working as intended and put back into service.